Event description:
It was reported that the customer noticed some issues with skin breakdown and tissue injury in conjunction with the use of purewick device in their facility over the last few months. Also stated that they would like to have some additional education for their teammates so that they did not continue to see these issues. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer noticed some issues with skin breakdown and tissue injury in conjunction with the use of purewick device in their facility over the last few months. Also stated that they would like to have some additional education for their teammates so that they did not continue to see these issues. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.